Manufacturer narrative:
The g5 electrode pads were not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the electrode pads, root cause evaluation could not be performed. Replacement electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect these attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.